Event description:
A pt was double skin tested on 12/2/92 and 6/20/96, and received her first treatment on 7/17/96 in the nasolabial folds. On 8/2/96, the pt noted redness, swelling, and firmness at the nasolabial treatment sites; oral prednisone was prescribed. On 8/5/96, she presented with persistent erythema, swelling, and induration at the treatment and retest sites. The physician diagnosed a hypersensitivity; oral prednisone was prescribed.